Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had low blood glucose level. The customer's blood glucose was 50 mg/dl at the time of incident. It was also reported that the customer's father checked blood glucose and shows low sensor glucose level and took customer to hospital on (B)(6) 2017. The insulin pump will be returned for analysis.